Event description:
During an eus with a liver fnb, after the third pass with the 19ga procore needle the tech was bringing the needle back into the sheath after collecting specimen, but the needle would not retract. The dist mgr was present during the procedure and asked to see the needle. The needle and sheath had broken about half a centimeter from the sheath adjuster. The dist mgr did not see the needle during use, and could only explain that possibly it happened while the tech was collecting the sample. No harm to the pt. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint has been deemed FDA MDR reportable based on the reporting precedence established for this product family for proximal needle breakage and/or the non-retraction of a needle. The echo device involved in this complaint has not been received for eval. Therefore, a document based investigation was carried out based on the customers testimony. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender. This kinking most likely occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in a breakage. However, as the echo device involved in this complaint was not returned for eval it is not possible to definitively state this is the root cause of this complaint. A review of the manufacturing records did not reveal a discrepancy which could have contributed to the complaint issue. There were no echo-hd-19c (echo) devices of lot # c946877 in stock at the time of the complaint investigation. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. The relevant personnel have been notified of this complaint issue. The complaint info received indicated that no section of the device remained inside the pt's body. The pt did not require any add'l procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. The notes section of the instructions for use instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Complaints of this nature will continue to be monitored for potential emerging trends.